Manufacturer narrative:
B)(4)

Event description:
It was reported that t wave oversensing was observed on the ventricular channel. Device was explanted and replaced. Patient was stable before, during and after the procedure.

Manufacturer narrative:
(B)(4). The reported field event of inappropriate hv therapy was confirmed in the laboratory via review of stored egms. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Event description:
New information received notes that the patient had also received inappropriate therapy.